Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
I t was reported that tubing block/occlusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion is confirmed; however, the exact cause is unknown. One video and two photographs of a groshong nxt catheter were returned for evaluation. An initial visual observation of the video and photographs showed an attempt to infuse the catheter; however, the catheter appeared to be occluded and the extension leg tubing of the catheter was observed to balloon when the catheter was pressurized. No leaks or other damage to the catheter was observed in either the video or the photographs. While the catheter appeared to be occluded, there were no distinguishing features in the returned video or photographs of the device which could aid in identification of a specific root cause. Therefore, the cause is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
I t was reported that tubing block/occlusion. No other information was provided.